Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable ise indirect na and cl for gen.2 results for 1 patient tested on a cobas 6000 c (501) module. The initial sodium result was 103 mmol/l. The same patient sample was tested on another analyzer and the sodium result was 130 mmol/l. The initial chloride result was 124.4 mmol/l. The same patient sample was tested on another analyzer and the chloride result was 92.2 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The sodium and chloride electrode lot information was requested but was not provided. The field engineering specialist performed an unsuccessful ise check. He found a build-up of salt on an electrode block. He also found an ise probe that was dirty. He cleaned the affected products and performed another ise check. The ise check results were acceptable. Calibration and internal qc testing was performed with acceptable results. A specific root cause could not be determined. Following the service visit, the issue has not occurred again.